Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis showed over torque of the inner coil. The inner coil collapsed and damage caused a short circuit of the lead coils.

Event description:
It was reported that during implant, the right ventricular lead exhibited high capture thresholds. The lead was removed and replaced.